Event description:
The pt received his scs system on (B)(6) 2008. It was reported to ans on (B)(6) 2009, that the pt's percutaneous lead began measuring with high impedance readings and finally the lead became non-functional. The physician explanted and replaced the lead on (B)(6) 2009. The lead was returned to ans for eval.

Manufacturer narrative:
Eval method: device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specs and no anomalies were found. The lead as received is kinked with all wires broken about 21 cm from the stimulation end. Lead fails continuity testing and all channels measure open. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. (B)(4). Ans has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Ans defers to the pt's physician regarding medical history.